Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode did not deliver a shock for ventricular tachycardia. The electrode may have been double counting during the episode. The physician commented that the cause of the syncope was not determined however it occurred at a different date than the episode at hand. At this time no changes have been made and the electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted arc marks on the distal high voltage shocking coils. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Analysis of the associated device confirmed the device delivered a shock into the connected electrode post-explant, causing the observed arc marks.

Event description:
Boston scientific received additional information about this patient. It was reported that due to a new syncopal episode on (B)(6), the patient fell and hit their head, resulting in a subdural hematoma. Surgery was performed, but the patient passed away (B)(6). It was noted the patient was pre-syncopal on (B)(6). A request was made to review available device data to see if the syncope was related to an arrhythmia. Technical services reviewed the data and confirmed there have been no tachy arrhythmia episodes stored since (B)(6). The battery status, charge times, and impedance measurements were all normal prior to device explant. There was a smart pass episode stored (B)(6) around the time of death showing the patient was in asystole. The device was explanted.